Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 2, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on jun 1, 2021.

Manufacturer narrative:
This report is submitted on 21 april 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.